Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2020-mar-31. It was reported that the pump was removed and disposed of, with an ¿approximate¿ date of (B)(6) 2017. The infection was first observed on (B)(6) 2017. Any diagnostics were unknown. There were no factors that led to the issue. The cause of the patient¿s infection was ¿likely csf leakage causing wound dehiscence.¿ the device was removed and not re-implanted. The infection was ¿not due to device.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient¿s device was removed in 2017 due to an infection. Further information was not provided. No further complications were reported/anticipated.